Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient was not feeling well and presented in the hospital by emt. Multiple high voltage inappropriate therapies were delivered. A magnet was placed over the device and the device therapies were disabled. However, patient was still able to sense muscle stimulation in shoulder area when the device would attempt to pace. Upon interrogation, high pacing lead impedance was observed and high voltage circuit damage was detected. X-ray revealed lead damage, indicative of clavicular crush. Physician elected to replace both ICD and lead. There were no complications; patient was fine.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.